Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2011. It was reported that the pt's stimulation turned off without prompting. A diagnostic test revealed impedance issues for several lead contacts. Effective stimulation was recaptured for the pt utilizing the functioning lead contacts. No further issues were reported.